Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. Additional information was added to sections: d8 and h4. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. Olympus confirmed, the knife wire was damaged and the covering of the knife wire was peeled and dislodged. It is likely, that the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope, when the forceps elevator was raised. It was also likely, that an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): (drawing no.rk2599, revision no.2). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated, while the cutting wire touches metal parts of the endoscope or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output, while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated, while tissue is contacting the torn or damaged coated portion, due to insertion into or withdrawal from an endoscope, leakage current, decreased output and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine, if there is any peel off and tear at the coating portion. Be sure, that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during ercp (endoscopic retrograde cholangiopancreatography), when trying to output using the single use 3-lumen sphincterotome v, the knife wire broke. The doctor replaced it with another product of the same model number and completed the procedure. No part fell out of the body. There were no reports of patient harm or impact associated with this event.